Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the noisy image was due to a faulty plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchovideoscope displayed a noisy and indistinct image due to a ¿u¿ plug malfunction. There was no patient involvement.